Manufacturer narrative:
Device is unavailable for analysis.

Event description:
Per the clinic, the patient experienced pain and drainage at the implant site and was treated with oral antibiotics (date and duration not reported). Subsequently the device was explanted on (B)(6) 2015.